Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported toxic anterior segment syndrome(tass) occurring in 10 patients in the last two months following cataract extraction procedures (some of the cases were scheduled for a combined cataract/pars plana vitrectomy procedures). The patients were reported to have shown inflammatory symptoms in the anterior chamber 4-7 days after surgery. After reviewing literature, the site thinks the occurrences of tass could be due to the viscoelastic. Patients were recovered after a corticoides and antibiotic treatment. This is one of three vigilance reports being filled for this event. This file represents 5 of the 10 patients reported that had undergone cataract extractions. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information was received. This file represents an unknown number patients that had undergone cataract extractions.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the optometrist. After they changed the viscoelastic lots "thes" did not have any issues.

Manufacturer narrative:
Evaluation summary: no lot specific investigation could be done (no sample was returned). All batches were released according to the required specifications. Unable to verify the root cause.